Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was not detected on bus. A field service engineer (fse) found drawer 4.1 cubie pockets were not being detected, with all controller board lights on. The station was shut down, all drawer cables were reseated, and the station was restarted. The drawer passed testing in the hardware test application, and the acceptance test was completed successfully. After restarting the application, the customer was able to access the drawer and perform inventory, and functionality was verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, pyxis reported "device not detected on bus" for drawer 4.1 on the auxiliary unit. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.